Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was achieved using a starclose se. Reportedly, after clip deployment hemostasis was achieved. Difficulty was encountered removing the device. After unlocking the thumb advancer by inserting a dilator into each access port, the device was removed by retracting the thumb advancer and clip delivery tubeset. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty encountered removing the device was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.